Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of an arteriovenous malformation with the apollo catheter 1.5cm, resistance was encountered in the middle of the catheter, and the catheter stretched/broke in the middle during removal at a location more proximal than the detachable tip. Force was applied during removal. The catheter tip was not stuck. The catheter was not stuck in a guide catheter. The vessel tortuosity was described as normal. The catheter and any accessory devices were prepared and flushed according to the instructions for use. The patient was being treated for an arteriovenous malformation. No patient symptoms, complications, injuries, deaths, infections, or adverse outcomes were reported. No patient complications have been reported as a result of this event. Additional information received reported the catheter separated more proximal than the detachment point

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. The apollo catheter was returned separated into two segments. ¿ visual inspection/damage location details: onyx residue was found within the apollo catheter hub. The apollo catheter body was found separated at ~152.5cm from the proximal end of the catheter hub. The tubing material at the separated ends exhibited plastic deformation (jagged edges) indicating the catheter likely separated due to tensile failure. The apollo catheter distal segment was measured to be ~22.5cm. The distal ~7.0cm of the apollo catheter body was found stretched with the ldpe coupling tube high bond being damaged. The tip was found detached from the catheter and not returned. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ and ¿catheter stretched¿ reports were confirmed. The catheter can become separated due to advancing/retrieving against resistance, vasospasm, patient vessel tortuosity, entrapment in the vessel, more than 20cm of traction was applied, fast catheter retrieval technique, or excessive force is used, thus exceeding tensile strength of tubing material. The catheter can become stretched due to patient vessel tortuosity or advancing/retrieving against resistance. It was reported that the vessel tortuosity was described as normal. However, force was applied during removal. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.